Event description:
On the 3rd of june 2026, gore was notified concerning a gore® excluder® thoracoabdominal branch endoprosthesis (tambe) device system. On the (B)(6) 2026, a 60-year-old patient with a normal pre-operative neurological status, underwent a tambe implant procedure at (B)(6) hospital, glasgow, UK. The target vessels treated included the coeliac artery (ca), superior mesenteric artery (sma), left renal artery (lra), and right renal artery (rra). Per the report, on an unspecified timeframe post-operatively, the patient allegedly became paraplegic with a neurological level at approximately t12, with no neurological recovery observed to date. According to the physician, the suspected cause is a cholesterol embolic event resulting in spinal cord ischaemia (spinal stroke). No intra-operative complications or device performance issues were reported. No imaging or standardised neurological assessment (e.g. Asia scale) has been provided.

Manufacturer narrative:
H6: c19 refers to the phr findings. Phr: a review of the manufacturing records indicated the lot met all pre-release specifications the investigation is ongoing. All findings will be shared in the final report. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 cfr part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.